Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "put on the open chamfer cutting guide, and the cut presented itself as being different than usual, it cut a deeper, longer cut. Got a metal open chamfer guide, and recut the femur and it seemed to correct the problem, the femoral component fit as should."